Event description:
Primary surgery was performed at (B)(6), 2008. The surgeon found the rise for metal ion value in the blood at routine medical checkup. So the surgeon performed the revision surgery at (B)(6) 2014.

Manufacturer narrative:
This is the same event as 3010536692-2014-01510. This event occurred in (B)(6).